Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had open heart surgery during which the patient¿s lead was dislodged resulting in undersensing of atrial flutter. The clinician subsequently reprogrammed the device to back-up vvi mode. There were no plans to further address the lead. The patient was stable before, during and after the events and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.